Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same as MDR ID: 2134265-2016-12215. (B)(6) clinical study. It was reported that plaque shift occurred. In (B)(6) 2012, the patient presented due to unstable angina and coronary angiography was performed. The de novo and bifurcated lesion was located in the distal left circumflex (lcx) artery extending to the first obtuse marginal (om1) with 90% stenosis measuring 12mm long with a reference diameter o 2.50mm. A 2.5 x 6mm nc quantum apex balloon catheter was used to pre-dilate the stenosis in the mid lcx artery; however, this caused a significant plaque shift into the distal lcx just beyond the marginal branch, creating 90% stenosis. This was treated by performing angioplasty of the distal lcx using a 2mm x 9mm maverick balloon. Subsequently, a 2.50x16mm promus element¿ plus drug-eluting stent was deployed in t-stenting manner extending from mid lcx into the om branch. However, recurrent plaque shift occurred into the distal lcx and 2mm maverick balloon was used to perform angioplasty of the ostium of the distal lcx through the stent strut. Despite multiple inflations and kissing inflations with 2.5mm quantum and 2mm maverick balloon catheters in the distal lcx, significant stenosis persisted. This was treated with deployment of a 2.25x8mm promus element¿ plus drug-eluting stent. Following final kissing inflation using the stent delivery balloon, 0% residual stenosis was noted. The following day, the patient was discharged on aspirin and clopidogrel.